Event description:
The customer reported the system would not power on. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu battery. System operates as intended. (B) (4).